Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump had minor scratched display window, broken reservoir tube lip (however the test reservoir was held inside of the reservoir compartment) and case dented due to dog chew.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported their service dog chewed up the insulin pump. Customer's blood glucose was 500 mg/dl at the time of incident. Customer stated the reservoir compartment was not holding in place due to the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.